Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed device was returned outside of original packaging. The depth gauge not in manufacturer intended position. The needle shaft is bent horizontally. The distal tip of the device has debris. The deployment needle appears jammed at the distal tip due to bend in needle shaft. Device returned without anchors. Suture has been returned cut. A functional evaluation revealed the device could not function as intended due to jammed deployment needle. A review of the customer provided image reveals a piece of the suture has become cut from the device. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscus repair, internal to patient, using fast-fix 360 curved ndl delivery sys, t2 can't be deployed. T1 was removed. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.